Event description:
Pt reported being hospitalized, in oct. 2004, with a diagnosis of diabetic ketoacidosis. Pt stated that, upon admittance, their blood glucose measured ~ 600 mg/dl. Pt was treated with an insulin drip, and released the following the day.